Event description:
It was reported via repair work order that the power cord ground and power prongs were missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.